Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The clinical observation was not able to be confirmed.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited long charge times. It was reported that manual capacitor reformations were performed and this device triggered elective replacement indicator (eri) due to long charge times. This device explanted and replaced for normal battery depletion. No adverse patient effects were reported.

Event description:
The device has been returned for analysis.